Manufacturer narrative:
(B)(4). Date sent: 6/1/2023. D4 batch #: w70291. Additional information was requested and the following was obtained: 1. Were there any issues with the device during the initial operation? Ans: no 2. How much time had elapsed between the initial operation and re-operation? Ans: 2 hours 3. Was the device used at the source of the bleeding (on the ileo-cecal/ileocolic artery)? Ans: yes 4. What is the surgeon's experience with the device? Ans: been using more than 10 units of nslx125c and nslx137c for 2 years, while for this item code nslx120l is the 2nd time using it, 5. What is the patient's current status? Ans: alive and well. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The device was tested with the test media and no anomalies were found. There were no anomalies noted with the functionality of the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch w70291, and no non-conformances were identified. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported that during a right hemicolectomy the patient had post-op internal abdominal bleeding 3l within 2 hours. The surgeon performed revision surgery and found out ileo-cecal/ileocolic artery was the source of bleeding. He performed tie-off and patient stay-over hdu ward. However, patient was discharged safely.

Manufacturer narrative:
(B)(4). B3: event year only reported: 2023. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there any issues with the device during the initial operation? How much time had elapsed between the initial operation and re-operation? Was the device used at the source of the bleeding (on the ileo-cecal/ileocolic artery)? What is the surgeon's experience with the device? What is the patient's current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.